Event description:
It was reported with the use of the bd vacutainer® push button blood collection set there was poor sleeve function. The following information was provided by the initial reporter: translated to english. The customer stated "the needle pierced out the wrapped rubber."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-10-29. H6: investigation summary: bd received one (1) customer photo as well as one (1) physical sample were received for evaluation. Upon review of the photo and sample, the non patient cannula appears to have pierced the non patient rubber sleeve. Bd was able to confirm the customers¿ reported complaint. As there is a vision system for the detection of side pierce sleeves, the most likely root cause is that the product was pushed off to the rework table and inadvertently not discarded by a production associate. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported with the use of the bd vacutainer® push button blood collection set there was poor sleeve function. The following information was provided by the initial reporter: translated to english. The customer stated, "the needle pierced out the wrapped rubber."